Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-02229, 3005099803-2011-02230 and 3005099803-2011-02231. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used during a procedure. According to the complainant, during the procedure, all three resolution clips grasped tissue, but would not separate from the delivery catheter. The physician was able to remove the devices from the tissue without complications; however, it was noted that the physician had difficulty maintaining the clips in the open position. The devices were removed from the patient and the procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".